Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion, located in the mildly tortuous and moderately calcified left anterior descending artery, was pre-dilated with a 3.00 mm maverick balloon. A 3.00 x 48 synergy was deployed at 11 atm with no issues. A type a, non-flow limiting, proximal edge dissection was noted and sealed with another synergy stent. The patient was stable post procedure.